Manufacturer narrative:
The customer¿s concerns that the source device turned off during an infusion was not confirmed. Physical inspection of the device noted the instrument seal intact. There were no other observed significant anomalies internally or externally on the source device and the handset. Review of the pca event log identified the device being attached on (B)(6) 2020 at 7:45am. The device door was then unlocked and opened. The next log entry appears on (B)(6) 2020. Testing of the device observed no channel disconnections. A 24 hour test infusion performed on the syringe device demonstrated no channel disconnections. Testing confirmed the device was operating as intended. The root cause of the customer¿s experience with the pca module channel turning off during an infusion was not determined. Device history review: review of the pca module (B)(4) service history record showed the device had a manufacture date of 12/23/2019. A review of the device service history record was performed beginning from the date of manufacture to the present date 12/03/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that "the channel turned off" during an infusion of an unspecified drug through the syringe pump. The clinician reported that even the slightest movement would cause the pump to lose connection. It was noted that the infusion started at around 1330 and the event occurred approximately 2000. The customer is requesting for a device log review and would like to find out what drug was programmed. There were no adverse effects caused to the patient in the event.